Manufacturer narrative:
Other relevant device(s) are: heli-fx guide, s/n: unknown, use by date: unknown, upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted for the prevention of neck dilation in an endurant stent graft system during the treatment of a 54 mm abdominal aortic aneurysm on. It was reported approximately 3 weeks post the index procedure the patient was diagnosed with a groin infection with evidence of separation and exudate present in the right side of the groin. Medication was administered and a would vac procedure completed with the event confirmed as resolved. Per the investigator the cause of the infection was probable related to the index procedure unlikely device related. The sponsor assessed the infection as having a causal relationship to the index procedure and not device related. No additional clinical sequelae were reported and the patient is fine.